Event description:
It was reported that the system had a latitude electrogram of an untreated episode due to the oversensing of noise. The patient was asleep under an electric blanket at the time of the noise. The sensing vector was set to the primary vector. The patient went to the clinic and was seen by the local representative to have the system checked. Noise could be recreated in both the primary and secondary sensing vectors. The alternate sensing vector had very low intrinsic amplitudes. Technical services reviewed and discussed some options. Later, the entire system was explanted and not replaced. There were no additional adverse patient effects.